Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine system follow-up, device interrogation exhibited high out of range shock and pacing impedances on this right ventricular lead. Data was reviewed by technical services who stated that lead integrity had likely been compromised due to what was observed on the x-ray as fracture damage in the clavicle region. It was suggested this rv lead be revised however no information to date regarding the procedure. No resulting adverse patient effects have been observed.